Event description:
An optician reported that an unspecified patient was referred for assessment of a possible corneal ulcer (location unknown), associated with wear of air optic night & day aqua contact lenses. The treating facility was unable to provide any information as there was insufficient information to identify the patient. No additional information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.